Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of software update problems and error. Upon opening the programmer, it was determined that the device could not be repaired due to liquid ingress resulting in corrosion throughout the main case. Scrapped the programmer and replaced with a non wireless device from salvage inventory. Reconfigured hard drive and reloaded software. Replacement programmer passes final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to successfully complete a software update from a universal serial bus (usb) due to the programmer displaying a ¿cannot access external media¿ error message. It was further reported that the programmer memory was full. There was no patient involvement. It was further reported that the programmer was unable to print, and was returned for service, and was later scrapped due to corrosion.